Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. Phone complete entry = (B)(6). This report is being filed on an international product, list number 07p60-77, that has a similar product distributed in the us, list number 07p60-31.

Event description:
The customer observed a false nonreactive alinity I syphilis tp result for a 59-year-old male patient. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID (B)(6) result was 0.73 s/co. The sample was tested using a johnson & johnson assay and the result was 1.91 s/co, which is positive. The manual tppa result was positive. The patient¿s previous result, on (B)(6)2021, was 0.68 s/co. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false nonreactive alinity I syphilis tp results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, testing of retained reagent kit of the complaint lot number, and return sample testing. Trending review determined no related trend for the issue for the product. Sensitivity testing was performed using an in-house retained kit of lot number 37020be01, stored at the recommended storage condition. All specifications were met, and no false reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. The returned specimen, sample ID (B)(6), was tested with the following results: alinity I syphilis tp was 0.86 s/co (non-reactive), recomline treponema igm was negative, and recomline treponema igg was negative. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, alinity I syphilis tp, lot number 37020be01, is performing as intended and no systemic issue or deficiency was identified.this follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings, and investigation conclusions that were not included in the initial report.